Manufacturer narrative:
Physio-control evaluated the device and observed that capacitor, designated c103, had burned and blackened an area of the device's therapy pcb assembly. Physio replaced the pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the reporter, the device would not pass user test. The hospital biomedical department opened the device's case and observed that one of the pcb assemblies was burnt. There was no patient use associated with the reported event.